Event description:
Three months after deployment of the device, during attempted withdrawal, the catheter separated. In an effort to retrieve the catheter, the shaft of the ptcd was used as a pusher through the sheath so the separated section could be pushed aside over the wire guide. After retrieval of the wire guide back into the sheath, the separated section of the catheter was snared and removed.